Event description:
Please note, a previous medwatch 2017233-2008-00119 was submitted for this patient for a separate event involving the gore introducer sheath with silicone pinch valve. In 2008, the patient was implanted with a gore tag thoracic endoprosthesis tg2815/04487754. Two months later, a computed tomography scan revealed that the patient had a distal type I endoleak from the tg2815/lot#04487754 device. Two months later, a successful reintervention was performed to place an additional device, treating the distal type I endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.